Event description:
A 68 y/o pt who had a lung removed in 1988 for a pulmonary ca present for shortness of breath. Pt has had three laser treatments for tracheal stenosis due to extended tracheotomies. A 20-22mm diameter bare metal tracheobronchial wallstent was implanted on 8/22/97. The pt was presented in ER with subcutaneous emphysema on 8/26. Physician examined the pt and found a t/e fistula at the posterior wall of the trachea with air in the mediastinum. Attempted to remove the stent, but it was too embedded. A covered esophageal wallstent was placed in the esophagus. CT scan of trachea showed that the posterior wall was very thin and could be the reason that the stent perforated the trachea.